Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high withing normal limits shock impedance measurement during an episode where the patient received three shocks. It was noted that it took three shocks to convert the patient and that the first shock put the patient in ventricular fibrillation (vf). Technical services (ts) recommended evaluating system placement. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high withing normal limits shock impedance measurement during an episode where the patient received three shocks. It was noted that it took three shocks to convert the patient and that the first shock put the patient in ventricular fibrillation (vf). Technical services (ts) recommended evaluating system placement. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been received for analysis.

Manufacturer narrative:
This report contains a correction to field d6b: explant date from section d suspect medical device

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high within normal limits shock impedance measurement during an episode where the patient received three shocks. It was noted that it took three shocks to convert the patient and that the first shock put the patient in ventricular fibrillation (vf). Technical services (ts) recommended evaluating system placement. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field d6b: explant date from section d suspect medical device. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high within normal limits shock impedance measurement during an episode where the patient received three shocks. It was noted that it took three shocks to convert the patient and that the first shock put the patient in ventricular fibrillation (vf). Technical services (ts) recommended evaluating system placement. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been received for analysis.